Manufacturer narrative:
The device manufacturing quality records indicate that the released components met all requirements to perform as intended. No trend identified. The compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer. The metasul ldh and the head adapter were revised after approximately 7 years due to pain. The durom cup was left in place to prevent more harm to the patient. It was not possible to determine the wear value of the head but the measured diameter is still within the manufacturing tolerances. The appearance of the articulation surface does not point to abnormal wear. Some surface changes in form of corrosion and /or fretting were observed on the taper surfaces of both received explants. The reason for those surface changes as well as the observed opposing marks on the inner surface of the adapter is unknown. Based on the retrieval analysis and the received information the reason for the pain leading to the revision surgery cannot be explained. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. The manufacturer did not receive explanted devices for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted a metasul large diameter head 46/l in 2008 (exact implantation date unknown, entered here as (B)(6) 2008). It was reported that the metasul head was removed during a revision surgery on (B)(6) 2015 due to pain.